Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to poor performance. During the same surgery the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
Device is currently unavailable.